Manufacturer narrative:
(B)(4) . Device is not being returned to manufacturer for end user. Method: no product returned from user facility. Results: DHR review completed. Customer complaint could not be confirmed.

Event description:
Healthcare provider reports unexpected protime (pt) inr results for three patients. Only two patients' results are reportable: patient 1. Signature elite instrument gave patient pt inr result higher than reference/expected. Elite instrument pt inr vs reference lab inr: 1.3 vs 2.3. Therapeutic range 2.0, 3.0.

Event description:
Healthcare provider reports unexpected results for three patients. Only two patients' results (patients 1 and 3) are reportable: patient 3. Signature elite instrument gave patient result higher than reference/expected. Results: elite pt inr 1.4 vs reference lab inr 2.2. Therapeutic range 2.0, 3.0.

Manufacturer narrative:
(B)(4) . Device is not being returned to manufacturer for end user. Method: no product returned from user facility. Results: DHR review completed. Customer complaint could not be confirmed.